Manufacturer narrative:
Preliminary analysis revealed that the issue resulted from a software error.

Event description:
Reportedly, the programmer could not interrogate several crt-d devices, as the message "verification of rf communication" was displayed and the screen then became white and switched back to the home screen. The problem was reproduced for several crt-d devices, despite replacing the rf head. However, no issue was observed when interrogating pacemakers. Eventually, the problem was solved and crt-d could be interrogated again. Preliminary analysis revealed that the issue resulted from a software error.

Event description:
Reportedly, the programmer could not interrogate several crt-d devices, as the message "verification of rf communication" was displayed and the screen then became white and switched back to the home screen. The problem was reproduced for several crt-d devices, despite replacing the rf head. However, no issue was observed when interrogating pacemakers. Eventually, the problem was solved and crt-d could be interrogated again.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programmer could not interrogate several crt-d devices, as the message "verification of rf communication" was displayed and the screen then became white and switched back to the home screen. The problem was reproduced for several crt-d devices, despite replacing the rf head. However, no issue was observed when interrogating pacemakers. Eventually, the problem was solved and crt-d could be interrogated again.